Event description:
It was reported that during the surgical procedure, the scalpel cautery instrument was arcing. The instrument was removed and replaced with another scalpel cautery instrument, however, the replacement instrument also began to arc. The planned surgical procedure was completed with a permanent cautery hook instrument. No pt harm, adverse outcome or injury was reported.